Manufacturer narrative:
The unit was returned to the manufacturing site for investigation. In a review of the unit's error log, a 'no output' alarm is confirmed to have occurred. During diagnostic testing, the 'no output' alarm was confirmed with a red visual led and audio tone. The root cause for the alarm was due to the proportional control valve. Valves of similar root cause were examined. It was found that the epdm valve seat, within the valve, was swelling outward towards the sealing orifice, limiting the amount of agent that can pass through the orifice. The vaporizer will try to compensate for the swelling of the valve seat. However, if compensation is not possible, due to flow and agent demand settings, the vaporizer is designed to go into a 'no output' alarm condition, notifying the user of the reported condition.

Event description:
Customer reported, the patient was under anesthesia. Prior to the start of the surgical procedure, the unit reportedly went into a 'no output' alarm condition. The clinician was reportedly troubleshooting the alarm when, after approximately 30-45 seconds, the patient started fighting the ventilator. The vaporizer reportedly returned to a green operational condition. The vaporizer was used to complete the case with no further reported complaint.